Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported premature deployment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a procedure was to treat a target lesion in the left superficial femoral artery (sfa) with moderate calcification. Pre-dilatation was performed using a 6 x 150 mm dilatation catheter. The supera stent delivery system was advanced to the target lesion and deployment was started. The stent was fully in the target lesion and almost fully deployed. The second deployment lock was still in the locked position and the physician was checking the stent position before deciding to fully deploy the stent by unlocking the deployment lock; however, the stent deployed prematurely. The physician was caught unaware when the stent deployed, but was satisfied with the final result. No additional intervention was required due to the premature deployment. There was no adverse patient effect and no clinically significant delay. No additional information was provided.